Event description:
The customer reported via phone call that he experienced a time clock anomaly on the insulin pump. The customer stated that he was unsure if the insulin pump was changing the time on its own or if it was the result of his doctor. The customer's blood glucose was unknown. Upon attempting to review the alarm history of the insulin pump, the customer stated that he was unable to read the screen clearly. The customer stated that there were scratches on the screen of the insulin pump and that he was unaware of how the damage occurred. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.